Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) was not able to confirm issue through the device logs. The fse performed various functional checks and diagnostic tests on the device and no type of fault or anomaly was detected. The device has passed all performance and safety tests according to the specifications of the parent company. The device has been returned to the customer and cleared for clinical use.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit was unable to display blood pressure. There was no patient harm.